Event description:
The reporter alleges that the pacemaker and lead failed and had to be replaced in august 1995. The new pacemaker and lead (another mfrs) allegedly failed on 12/13/95 resulting in pt's death. The 8/1/1995 explant date is estimated. This device is not directly related to the death of the pt.